Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. This report is being filed in response to medwatch report no. (B)(4). No additional information was available upon follow up. The user manual contains the following "heavy side loads and/or long operating periods may cause overheating of the motor to the point where the motor is uncomfortable to hold. Never place an overheating motor on the patient or patient draping during surgery; mitigate the overheating by discontinuing use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel; if the motor is passed off, the receiver of the motor must handle the motor cautiously."

Event description:
It was reported that "physician was performing a c6-tf (transverse foramen) laminectomy for an epidural mass. During the process of using the high speed midas rex drill, the drill became very hot. An abnormal smell was detected out of the drill as well. Upon touching the drill, a high degree of temperature was detected. The drill was therefore dropped off the field onto the side where a burn was visible on the drape away from the patient. The doctor's hand received a burn from the hand piece. No harm to patient. Procedure completed" no additional information was available upon follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.